Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amplatzer steerable delivery sheath. The left atrial appendage (laa) depth was 18mm and atrial rhythm recorded at start of procedure was atrial fibrillation (af). During procedure, the left atrial pressure was 11mmhg, 650ml volume of fluids given, the maximum activated clotting levels were (act) 423 sec and heparin was administered. The amulet was successfully implanted after satisfying close criteria and tension test. The device compression was in a tire shape. On (B)(6) 2025, a follow up transesophageal echocardiography (tee) showed the device was migrated. There was no intervention performed and re-evaluate with tees in a couple of months. The patient was reported asymptomatic, tolerating dual antiplatelet therapy (dapt).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration after two-month of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the cause of the device migration was uncertain. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a